Manufacturer narrative:
A complaint of premature battery depletion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.